Manufacturer narrative:
Evaluation of the returned device, noted that it was not returned intact. The device was found to be in numerous pieces without all of the pieces being returned for analysis. The exact cause of the alleged event is unk and no conclusion can be drawn.

Event description:
Part of implant allegedly broke off.